Event description:
It was reported that the lead was ¿slipping¿ and the patient wanted to know if was something that needed to be taken care of right away. It was then clarified that the patient was talking about the implantable neurostimulator (ins) and not the lead. The ins was fine for a while, but pain started over a year ago. The pain reportedly felt like ¿someone pulling on the muscle¿ at the ins pocket. The patient felt pain when she was driving, sitting, or standing. The patient relocated and currently did not have a managing healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. No interventions or outcome were reported regarding this event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v452170, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).